Event description:
It was reported that the micro reciprocating saw heated up during a routine equipment eval at the user facility, by a MFR's service tech. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
The contact pins in the motor cartridge were discovered to be burnt and corroded. Upon disassembly it was found that the lower bearing on the rotor assembly doesn't turn smoothly.